Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: smartablate generator (model#m-4900-07, serial# unknown). (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool smart touch sf bi-directional navigation catheter and suffered a cerebrovascular accident requiring surgical intervention. During the procedure, impedance gradually increased and there were 4-5 episodes where radiofrequency energy delivery was interrupted. When the smarttouch sf catheter was removed, a large clot was observed on the tip. Smarttouch sf catheter was exchanged for another catheter (unspecified). There were no impedance issues with the 2nd catheter. Procedure was completed with the 2nd catheter. At an unspecified point, a cerebral infarction was diagnosed. Emergency intracranial vessel thrombectomy was performed to restore cerebral perfusion. Level of consciousness remained impaired. Patient was reported to be aphasic (verbal expression). There is no information regarding extended hospitalization. Patient outcome is unchanged. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure. Generator was set on power control mode. There is no information regarding generator parameters or generator settings. There were no catheter issues related to temperature or flow. Patient received anticoagulant during the procedure with activated clotting time (act) maintained in an unspecified range.

Manufacturer narrative:
It was reported that a male patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cerebrovascular accident requiring surgical intervention. The device was inspected and reddish material was observed on the tip. This is related to the clot reported in the procedure. Then, during the second visual inspection no reddish material (clot) was observed on the tip. This was related to the decontamination process. Then, the magnetic sensor functionality was tested on carto and the catheter was properly visualized with no errors were observed. Then, the force sensor feature was tested and it was working properly. The force values were observed within specifications. Then, electrical test was performed and the catheter failed. No electrical readings were observed on electrode # 2. Failure analysis was performed and the catheter was dissected on the tip area. The electrical wire was found broken causing the improper electrical signal. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, deflection testing was performed and it was found within specifications. The catheter was deflecting correctly. Then, a cool flow pump test was performed and it was found within specifications. The catheter was irrigating correctly. No irrigation issues were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding the clot was confirmed. The root cause of the adverse event remains unknown. The instructions for use IFU state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the electrical wire breakage cannot be determined. The root cause of the clot observed cannot be determined. It could be related to the procedure. Manufacture reference no: (B)(4).

Manufacturer narrative:
On 7/23/2018, the biosense webster failure analysis lab received the device for evaluation. Reddish residue was found approximately 0.4cm from the distal tip of the catheter. Any occlusion or foreign material inside the irrigation holes could not be viewed with the naked eye, nor imaged without destructive testing. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).